Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Additional information indicated that this lead was destroyed during extraction and was deconstructed. A revision was performed and the ICD along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. There were no additional adverse patient effects reported. This explanted rv lead was not returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.